Event description:
Major pump unit(s) involved: device thrombosis specific component(s) involved: outflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: device thrombosis;outflow graft thrombosis.specific component(s) involved: outflow graft malfunction/malposition;outflow cannula obstruction.causative or contributing factor: no specific contributing cause identified;intervention(s): replacement of pump;type: both (in the same or visit).